Event description:
Dr. (B)(6) (allergist) is requesting information on floseal for a patient who had an intra-operative anaphylaxis possibly related to floseal. The reaction happened a couple of years ago during a neurological surgical procedure. No other information received. Additional information has been requested from dr. (B)(6), but has not been received yet. Dr. (B)(6) will call back customer service to go into more detail, but as she is the allergist, she has no information around the product.

Event description:
Additional information from the reporting surgeon: the reporting doctor stated that she only wanted information on the product floseal, as it was used during a neurosurgical procedure on a child. During the course of the surgery, the patient had an anaphylactic episode. As an allergist, the doctor was trying to determine what caused the reaction. She stated that she does not believe it was related to floseal now. She determined this after receiving the information on floseal that she had asked for. Baxter asked if the doctor had received all of the information that she asked for, and this was a confirmed yes. The allergist was not the doctor involved and it was stated that she has no further information to provide us. Baxter asked how the child was doing, but was advised that the information was not available.

Manufacturer narrative:
(B)(4). Baxter final medical assessment summary: this case comes from an allergist who was requesting information regarding allergy and floseal. She had been trying to receive information to determine the cause of an allergy that occurred in a child undergoing a neurosurgical procedure. Based on the product information received and her investigation she determined that the allergic reaction has not been caused by floseal. Based on the expertise of the reporting allergist the allergic reaction has not been caused by the use of floseal. This event has been deemed not related to the product. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in rare, exceptional cases floseal may trigger an allergic/anaphylactic reaction, due to the bovine origin of the gelatin granules. In case of sensitization to bovine proteins, such a reaction is possible. (B)(4). This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of additional information.